Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Surgeon reported that catalys laser was used. There were no changes to the surface fits, safety zones, or placement of the capsulotomy, lens fragmentation, arcuate incisions, or cataract incisions after integral guidance finished processing. No suction loss during procedure. Anterior capsulotomy 100% completed and it was free floating. No continuous curvilinear capsulorhexis (ccc) technique used to remove capsulotomy and there were no double cuts. During nucleous removal surgeon noted the posterior capsule tear and vitrectomy was required. Surgeon reported patient bucked upward during the procedure. It is the surgeon's opinion that the catalys absolutely did not caused or contributed to the posterior tear as patient bucked upward during the procedure. Patient post op is 20/30+ minimal correction.